Event description:
It was reported that a patient was revised approximately four years post implantation due to tibial and femoral component loosening and suspicion of infection. During the revision, macroscopic analysis clearly indicated infection. Osteolysis was noted, and the implants were loose and removed easily. An unknown cement spacer was placed without complication. There is no additional information at this time.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. D11-medical product refobacin plus bone cement 40x 2 item# 3021170001-10 . Lot# 144cak2609.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, g4, g7, h1, h2, h3, h6, and h10. No product was returned or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were provided and reviewed by a healthcare professional. Review of the available records found macroscopic indication of chronic infection. During the revision procedure, the femur and tibia were loose and easily removed. Osteolysis was noted and the articular surface was found worn. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 3007963827-2019-00346. Concomitant medical products: femur cemented posterior stabilized (ps) standard right, item # 42500606002, lot # 62417671. Articular surface fixed bearing posterior stabilized (ps) right, item # 42521400710, lot # 62491943. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised approximately four years post implantation due to tibial and femoral component loosening. There is no additional information at this time.